Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient had nothing but problems since implant. Patient was awfully small boned and post implant she was swollen around the incision site, it looked like she had 3 cows inside her. The swelling had gone down some, but she still felt fat, thought she looked pregnant and couldn't wear a pair of pants (can't get the zipper/buttons up). Patient had brought her concerns to the healthcare professional (hcp) but they laughed at her saying it was just going to take time, she had not swollen or fat. Patient should be (B)(6) lbs but she was (B)(6) and the hcp's scale had her at (B)(6) at one appointment. As the swelling had gone down (a couple weeks after implant), the pump had been moving and even flipped sideways on its own and she had to manually flip it back to being flat. Off and on she would feel burning at the pump site/the skin around the pump on and off. Patient told the hcp every week, but they said "it's supposed to do that" or "it's scar tissue building" burning had been off and on for the past month, but had been present the past 2 days or so, especially when she laid down, when she sit up it felt better. Additionally, patient had been having restless leg syndrome on and off in her arms and legs since the hcp started putting the morphine in, it was usually at night, she couldn't go to sleep and was up until 4 am, she almost called the ambulance last night because this was getting crazy. Patient didn't have it at all. Next hcp appt was 17-sep, but patient would see the hcp on the 7th. Patient indicated she missed an appt so had a long wait to see hcp again. Patient was being weaned off the fentanyl patch, was at 75.5, now 37.5. Patient was taking hydromorhine 4mg 5/day and colonotin for rls 1 mg 3/day (the hcp said if concerned go to hospital immediately). Before the pump was implanted, patient had 3 feet of intestines removed (on the opposite side of where pump was implanted) and she did not have a bag or anything. Patient had aracnoiditis for 14 years from a blood patch on the spine and had walked crooked since the pump was implanted that stopped and she could walk normal now. No further complications were reported.

Manufacturer narrative:
The previous follow-up report did not indicate serious injury in error regarding type of report. The initial report indicated the type of reportable event as a malfunction but was later changed to serious injury regarding additional information received as captured in follow-up # 1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# h(B)(4), implanted: (B)(6) 2019, partially explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial #: (B)(4), ubd: 2020-11-12, UDI#: (B)(4), correction/update: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient went in to the pain clinic for a refill and the pump was flipped. The date of the event was indicated as (B)(6) 2019. They flipped it back over and removed the medication. The expected volume in the pump was 3.1 ml; however, they removed 28 ml. They referred the patient to the physician for a surgical repair. The patient was taken to the operating room (or) for flipped pump and possible catheter revision. In the or, the patient¿s pump was flipped and there were multiple twists in the catheter. The surgeon felt that the pump segment was not going to be salvageable. The catheter was partially explanted and replaced on (B)(6) 2019. The pump segment and part of the spine segment was removed and discarded by the hcp. A new pump segment was placed. The catheter had good flow of csf and the pump was sutured back in. The pump remained implanted/still in use. The dose of the drug was reduced because they were unsure of the amount the patient had been getting with the twisted catheter. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that there were none. The pump was administering morphine with concentration 6 mg/ml at a dose rate of .2882 mg/24 hours. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but would not be made available. It was noted that the hcp had no further information regarding the event.